Event description:
Philips received a complaint by the customer on the v60 indicating that the device showed zero tidal volume on the screen. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). The customer called technical support to report that during preventive maintenance (pm), the device showed zero tidal volume on the screen. The test circuit had exhalation, and the exhalation port at the bottom of the device was clear. The air inlet filter, however, was very dirty at the start of pm. The remote service engineer (rse) advised the customer that either the flow sensor assembly or gas delivery system (gds) would need to be replaced to correct the reported issue and discussed air inlet filter management with the customer. The rse also provided the customer with the part number of the replacement flow sensor assembly and gds for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that the gds was replaced. Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received, and no further information could be obtained. Although it is unknown if the device ultimately passed the required performance verification tests per philips standard and was returned to service, the replacement gds should resolve the issue based on the service manual. The investigation concludes that no further action is required at this time.